Event description:
It was reported by service report that the i.v. Pole was bent and would not go into IV socket. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
IV pole.